Manufacturer narrative:
Additional information: a different glue was used to complete the procedure and the patient is doing well.

Manufacturer narrative:
The onyx was not returned as it was consumed in the event. The lot number is unknown. The cause of the clinical complication cannot be confirmed. The instructions for use advises, "only use thumb pressure to inject the onyx¿ les. Using palm of hand to advance plunger may result in catheter rupture due to overpressurization in the event of catheter occlusion." And, "stop injection if increased resistance to the onyx¿ les injection is observed. If increased resistance occurs, determine the cause (e.g., the onyx¿ les occlusion in catheter lumen) and replace the catheter. Do not attempt to clear or overcome resistance by applying increased injection pressure, as use of excessive pressure may result in catheter rupture and embolization of unintended areas." Please reference MDR 2029214-2016-00881 for the microcatheter referenced in this report.

Event description:
Medtronic received information that while injecting the onyx (after dmso), the onyx would not exit the microcatheter, and the tip of the device cracked. The crack in the tip was a fissure, the device was intact. During the procedure, there was friction during the onyx injection and the onyx became blocked within the microcatheter. There was no force applied during delivery or removal and the catheter tip was not entrapped. There was no reported vasospasm. When the physician removed the microcatheter it was in one piece and there was some onyx reflux noted. The injection rate was in accordance with the IFU. The procedure was completed through another artery. There was no harm to the patient. No extra surgery time (less than 30 mins).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.